Event description:
During the procedure half of the coaxial angiographic catheter set broke inside the patient. The physician was able to retreive the device and the procedure was finished successfully. There were no complications reported with the patient. Note: due to an administrative error this event was not previously identified as a medical device report.